Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. Self test failed because the vibrator failed to vibrate when it was supposed to. After further review, the battery compartment is corroded, and there is corrosion on the battery board underneath the battery compartment where the vibrator is located. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replaced battery alarm. Customer stated they had received low battery alert prior to replaced battery alert. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.